Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus. Implant failed due to patients type I diabetes autoimmune disease, 4 micro movement. Loose implant and swelling around gum tissue. Used with locator abutment with denture.